Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) guided the customer through the proper reboot sequence of the medication station and helmer refrigerator. The customer powered down both devices, powered on the helmer first and allowed it to fully initialize, and then powered on the medication station. There was no issue on the remote manager. The customer was then able to successfully recover the failed refrigerator door. The system functioned as intended after field service engineer assisted the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, hardware on the refrigerator was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.